Event description:
It was reported that the patient's implantable cardioverter defibrillator was removed and replaced due to it's advisory status. No further information was available.

Manufacturer narrative:
Analysis was normal. No anomalies were found.